Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal interbody fusion implant date: (B)(6) 2016 revision date: (B)(6) 2016 it was reported that on an unknown date, post-op, the patient was suspected with infection, cage migrated to posterior, screws were loosening. Revision surgery was performed where the cage was removed and iliac was transplanted, screws were replaced, implant was extended 1 level to cranial side. Patient hospitalization was prolonged because of revision surgery and complications were unknown. All 4 screws loosened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.